Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial/batch: (B)(6).

Event description:
It was reported that the patients lead exhibited high impedances and x ray showed lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned due to facility policy.